Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a catheter placement position, the dynamic reference frame (drf) used in the procedure would flicker in the application software. It was noted that the instruments used in the procedure would track without issue. It was noted that the patient could be positioned so the "flickering" behavior would not occur. It was noted that the error metrics of the drf was 0.2 millimeters consistent and that the emitter was 6-8 inches from the patient when navigation could be performed. It was noted that the electromagnetic interface box was connected to the side of the bed. There was a reported delay to the procedure of thirty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The electromagnetic interface unit was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A non-invasic tumor resection kit was returned to the manufacturer for analysis. The kit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.